Manufacturer narrative:
Customer is being provided with 2 new bottles of multistix strips. The cause for the discordant urobilinogen, leukocytes and nitrites results is unknown.

Event description:
Customer reported positive results for urobilinogen, nitrites and leukocytes on the instrument whereas microscopic results were negative for all three analytes. Customer indicated that leukocyte pad on the 10sg strips had turned to a pink color. Customer purchases the strips from a distributor. Customer also indicated that he has previously seen aberrant leukocyte and nitrite results on other patient samples but did not indicate how many. There was no injury reported due to this event.